Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and clips were coming out sideways. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass toward tissue stop, orange indicator did. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during ten firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; malformed clips were released. The remaining two clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator did not show up. These findings are not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.